Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Surgical intervention was undertaken during which the ipg was replaced with a smaller ipg. It was reported that the issue has since resolved.